Event description:
Medtronic nim contact emg endotracheal tube (newer version) inserted and used correctly but unable to ventilate patient, upon inspection with bronchoscope, cuff on tube had "herniated" through the top of the tube causing airway obstruction. FDA safety report ID # (B)(4).